Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the elevator broke during luxation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The sample was returned for evaluation. On visual inspection, the product has minor scratches consistent with general handling damage and wear. Also noted is that the tip is fractured; the complaint is confirmed. DHR was reviewed and no discrepancies were found. The most likely underlying cause of the complaint is the instrument experiencing force in excess of what it was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.